Event description:
The implant was removed during implant placement day on (B)(6) 2025. Observed during the event: implant broke. The device was forwarded to the manufacturer. The malfunction did not cause or contribute to a death or serious injury. No patient operative or post-operative complications reported.